Manufacturer narrative:
The customer¿s reported problem was confirmed. Infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case description: customer receives device (8100, (B)(4)), with error display 200.5040. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: customer receives device (8100, (B)(4)), with error display 200.5040. Explained probable cause to the error being the incompatible software version of the 8100 (v9.17). Customer identifies the pcu software version at 9.33. Informed the customer they would have to flash the operate version of software 8100, to 9.33 as well. Step customer through the setup of firmware process through remote session. Executed the flash of firmware to device successfully. Informed customer, if any further concerns and/or issues to give a call back. End call.